Manufacturer narrative:
(B)(4). Through investigation it was determined that this event was due to a use error. There was no allegation of device malfunction. In this case, a valve was implanted and it was discovered that the temperature indicator had a triggered "1" indicating that it had been exposed to cold temperatures. This exposure could affect the quality and performance of the tissue and lead to a serious injury. This device is not available for return and evaluation as it remained implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm pericardial aortic valve with a triggered temperature indicator, indicating cold temperature exposure, was implanted. Per medical records, there was no complications during or after the implantation of the 21mm valve. The patient tolerated the procedure well.

Manufacturer narrative:
Evaluation summary: the customer report of triggered tagalert temperature indicator was confirmed. Valve was not returned with shelf box packaging. The triggered tagalert had black-highlight with the number 1 displayed on the screen. As received, one of the two tamper resistant seals was broken. Tagalert serial number (B)(4). The alarm alert feature in the tagalert indicated that it was triggered after the 10th day of being activated.